Event description:
Boston scientific received information that programmer displayed a black screen. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the programmer was performed.laboratory analysis confimed that the programmer had an overheated upper spool on the inverter's circuit board. Furthermore, the inverter's cover melted; the housing bottom, rear and display cover had deep scratches and were replaced. Another analysis was performed due to hard drive failure. The programmer hard drive was replaced. Analysis confirmed the reported clinical observation.